Event description:
Caller reported a malfunction on the pump, specifically a malfunction code 12, and noted three occurrences of the same issue on the pump. There was no adverse impact to the customer¿s blood glucose level reported, as it did not exceed 500 mg/dl. Technical support reset the pump and arranged for a replacement pump to be sent. The customer was instructed on how to prepare and return the malfunctioning pump and will continue using the current pump until the replacement arrives.